Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to check the image processor printed circuit board and reconnect it. The customer confirmed the system was working as intended and put back into service.

Event description:
The customer reported that the system displayed a black screen. No patient injury was reported.